Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the connector leaked. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure.

Manufacturer narrative:
Terumo did not receive the actual device; however, the complaint is not verifiable--the luer is not from the reported lot. The sample leaked when pressure tested, suggesting that there may be a lack of seal between the male and female luer cones. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).